Event description:
The customer reported that the cannula never inserted and that his blood glucose was 18 mmol/l.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism failure to fire and insert the cannula, or to determine its root cause. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.